Event description:
Reporter alleges the pt has local systemic problems and complains of arthralgias, myalgias, dysesthesia, fatigue, headaches, visual problems, vertigo, neurocognitive problems, dry mucous membranes, hair loss, rashes, gastrointestinal and genitourinary disturbances, nail ridges, "etc.", and rupture of the right implant with large disintegration of the envelope with liquid/oily gel extensive histocytes in capsule.